Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance at electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. No unexpected replace battery alarms, low battery alarms, or power loss alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed. Customer did not receive low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms. The insulin pump will be returned for analysis.